Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that five days ago, at 6:40am, he obtained a blood glucose reading of "422 mg/dl" with the subject meter. In response to the reading, the patient claimed he took 8 units of humalog per his sliding scale and then went to a scheduled doctor's appointment. At 7:15am that same morning, the patient stated that he was tested with his physician's meter and obtained a result of "63 mg/dl." The patient denied having any symptoms at the time of testing; however, initially reported that his physician gave him some orange juice and later on during the troubleshooting he claimed he was treated with IV glucose. The patient also stated that at the time of the visit (approximately 7:45am) he obtained blood glucose readings of "361 mg/dl" with the subject meter and "99 mg/dl" on his doctor's meter, performed within 4-5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < = 30% and/or <= 30 mg/dl. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was treated by an hcp for severe hypoglycemia after the alleged meter issue began.